Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days after implant, the patient had a pericardial effusion. The physician drained the effusion. Later that same day, the patient developed a second pericardial effusion. The physician determined that the patient's right atrial (ra) lead screw had perforated the patient's atrium. The physician concluded that the perforation had also caused the first effusion. The patient was taken to open heart surgery and the surgeon sewed around the screw. The patient also reported having a clogged vessel which caused a heart attack. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.